Event description:
The report received from the field indicated that during an interventional endovascular procedure, the smart control 9 x 40 stent was reported to have jumped the entire length of the stent during deployment. The deployment lever was used to release the end of the stent from the delivery system. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that during an interventional endovascular procedure, the smart control 9 x 40 stent was reported to have jumped the entire length of the stent during deployment. The deployment lever was used to release the end of the stent from the delivery system. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15742465 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15742465 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.